Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient IV pump (serial # (B)(6) was infusing via central line had a downstream occlusion alarm and stopped infusing norepinephrine. The patient become hypotensive, map on central monitor was 47. Tubing free of kinks and central venous access draws and flushes appropriately. During troubleshooting, IV tubing pulled out of pump and reinserted but pump reading "IV tubing insertion incorrectly" even though correctly inserted. Primed back up pump connected to peripheral IV to resume norepinephrine infusion to prevent further clinical deterioration. The same error message "IV tubing insertion incorrectly" received on two additional IV pumps (serial #s (B)(6) while attempting to restart infusion via central line.